Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for 16 years and two (2) months, was explanted due to severe prosthetic aortic stenosis. Per medical records, this case involved a (B)(6) year-old male with a history of aortic valve replacement and CABG. He presented with severe prosthetic aortic stenosis, severe mitral regurgitation secondary to flailed p2 segment of the mitral valve. He underwent a CABG x1, with separate saphenous vein graft to the distal right coronary artery, avr and mitral valve repair with gore-tex neochords x 2 supporting the p2 segment. Intraoperatively, the CABG x1 was performed. The aortic root was opened. The previous aortic valve was explanted and the annulus was debrided. The gore-tex neo chords were placed and the mitral valve was repaired with a 28mm annuloplasty ring. The ring was sutured in place and the valve was tested and determined to be competent. A new edwards bioprosthetic aortic valve was seated with interrupted pledgeted sutures. Echocardiogram showed the aortic and mitral valves were functioning perfectly. The patient was weaned from cpb. The patient was in stabilized and improved condition postoperatively. He was discharged home on pod #10.